Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) experienced sample leakage. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: phlebotomy supervisor explained that the nurses in the nursery are piercing the caps of the lavender and green microtainer with the needles of the syringes to add blood for line draws. The microtainer caps are leaking from the hole created.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) experienced sample leakage. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: phlebotomy supervisor explained that the nurses in the nursery are piercing the caps of the lavender and green microtainer with the needles of the syringes to add blood for line draws. The microtainer caps are leaking from the hole created.